Manufacturer narrative:
Due to character limit e1 full event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs100 intra aortic balloon pump (iabp) was unable to push. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9,g1, g3,g6 h2, h6(investigation finding, type of investigation, investigation conclusions, component code,), h11. It was reported that the cs100 intra aortic balloon pump (iabp) had transport wheels malfunction. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse arrived at the site to confirm the wheel failure and wait for the wheel parts to be replaced. Replaced four wheels and the test parameters met the factory requirements. The equipment was returned to the customer for permission to use.

Event description:
N/a.